Event description:
During an elective colorectal surgery at the onset of case while staff was holding bovie, they took their finger off the trigger for a brief pause while the patient was repositioned, and the device grazed the abdomen. Surgeon noted a nick to the abdominal surface and realized that despite the trigger not being depressed the device was stuck in the on position. Additionally the team noted that when in use earlier the device was inconsistently performing according to cut and cautery trigger pushes. Surgeon altered original planned location of incision and instead utilized the abdominal area that was affected as part of his incision line so no harm was encountered.